Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04385 it was reported the patient was admitted to the hospital on (B)(6) 2019 due to increased pain and weakness since being implanted on (B)(6) 2019. A company representative met with the patient on (B)(6) 2019 and there were no issues with the system. Further information received indicates the pain and weakness has resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.